Event description:
A home pt (hp) reported difficulty breathing during dwell 5 of 6 using the homechoice cycler for apd therapy. The hp contacted baxter's operational support for assistance and reported pt wanted to go to the hosp but did not want the hosp to drain them. The hp was placed into a manual drain and approx 2650mls of fluid was removed. They then discontinued their apd therapy using the homechoice cycler. Follow up with the hp's healthcare professional (hcp) revealed that the hp had a heart attack and was admitted to the hosp in 2003. The hcp relates that the hp subsequently expired in the hosp the same day.